Event description:
Physician was performing a subglottic stenosis procedure on 11/18/97 using a laserscope ktp laser at 6 watts, continuous. 50% oxygen concentration was used. At the end of the case (42 seconds lasing time, 171 joules), it was reported that the storz bronchoscope got hot. The bronchoscope was removed from the pt. The endostat fiber was reported as being singed and the coating peeled back 8 inches. A four y/o female pt sustained superficial burns on the upper lip, and trachea area. Risk management was contacted on 12/1/97 and reported to laserscope that the pt was intubated from 12/19-12/21/97 due to the burn and swelling in the trachea. As of 12/1/97, the pt was reported as recovering satisfactorily. The fiber is being held by risk management. A field service visit was conducted following the incident and the laser performed to specification. A laserscope clinical education specialist is scheduled to visit the site. Without evaluating the fiber, laserscope concludes that this incident is likely due to use of oxygen concentration above the recommended level of 21% and/or debris accumulation on the fiber tip. Either situation could cause the fiber jacket to peel and melt. If further info becomes available which changes co's initial eval, a follow-up report will be submitted.